Event description:
It was reported that the patient (pt) has to charge implantable neurostimulator (ins) every day, which started about 6 months ago, and said they met with a manufacturing representative (rep) who said "it shouldn't be that way". They said that the ins will only charge up to 80 percent then stop. They said an issue that could be associated with this is that the patient "did dry needling to pinpoint where the pain is, and the physical therapist that did the dry needling felt the stimulator was put in on the wrong side of his body because its sitting on top of a muscle, and we told the dr that but the insurance wont allow them to move it". They said they told rep about this 6-7 months ago over the phone. They said they the reps "have been wonderful, and we have probably talked to 12 of them, and they have all done what they could, but the only complaint we have is against the product itself". Pt rep said they are hopeful that the new rep they will be seeing in january will meet them in a doctors office and not in a hallways and not over the telephone. They said reps have met with them in hallways in the past. They said that when they went back to see healthcare provider (hcp) for programming after the implant was put in, "the dr told the medtronic reps to get out, and he said don't come to me with any complaints because all im supposed to do is put it in". A request was sent to repair department to replace the equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt rep called back stating they got the recharger and controller replacement but during the call the controller showed a 'different command' that said 'put the recharger thing' and 'not supported by the program. Agent attempted to clarify the issue. Caller said they saw the set up for implant message. Agent reviewed information and helped them to finish the pairing process. Caller confirmed that they were able to finish the pairing process but suddenly the controller screen showed the recharging not available cannot continue install medtronic battery pack and try again message. Agent reviewed information and had them transfer the li battery pack from the old controller to the new one. Agent reviewed recharging best practices and had them to start the ins charging session. Caller confirmed they were able to charge the ins showed 100% for the controller and 80% for the ins. Troubleshooting steps taken on the call resolved the issue and they will call back if they are still having a problem.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient, patient mentioned that the stimulator was placed on the problematic side based on doctor's recommendation. To resolve the issue it was attempted to reprogram stimulator to possibly deter area from causing more pain stimulator could not address. At this moment the issue hasn't been resolved. Patient mentioned that they are going to wait and see if the situation improves, if not they will request to move the stimulator. Patient also noted out that the dr. Who placed the stimulator doesn't proceed with their wishes for placement and he placed it as per his wish; they also mentioned that they will not use this physician anymore and won't recommend to anyone.

Manufacturer narrative:
B5 and coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient, patient mentioned that the cause of stimulator being put in wrong side was choice of the physician and that's causing them pain issues. To resolve the issue patient has requested the dr. To move the stimulator. The issue hasn't been resolved, patient met with manufacturing representative (rep) for the first time in physician office and rep found out a need for new equipment and a new plan for levels as the existing ones were wrong. Patient mentioned that if the issues aren't resolved, theywill request to move the stimulator in an attempt to alleviate the pain level. Patient also specified that the dr. Who placed the implant will never be part of their medial team again. The temporary stimulator was a blessing but the permanent one never gave any measure of relief. They also mentioned that they met with several rep's but the issues hasn't been resolved. Patient also mentioned that they began to wonder if manufacturer was the best choice. Patient mentioned that the new rep hasn't contacted them yet and they will not replace with manufacturer.